Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s leads were explanted. The patient had inadequate stimulation and the leads migrated which was confirmed through x-ray. The patient was reportedly doing well after the procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.